Event description:
The following has been reported: biomed reported: "service needed error." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (air compressor). Upon return, the device starts up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge test, unit passed. Fva and loading pins are sticky. Removed fva assembly and pva pins have debris. Removed loading pins and found debris. Cleaned fva pins, loading pins and channels. The air compressor, fva lip seals, and upper/lower loading pin lip seals will be removed and replaced during repair process. No other damage found.